Event description:
Surgeon stated that when using ethicon endopath ets -flex 45 stapler (lot: t93f4e, exp 2024-04-30) that the jaws of the stapler would not open wide enough when bent in the articulating position. The jaws of the stapler would open fully when the stapler was straight.